Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient ipg was nearing end of life and also pain at the ipg site. To address this issue patient under went surgical intervention where the ipg was replaced and effective therapy was restored post operatively .

Manufacturer narrative:
Device was not returned for analysis. Issue is unable to be confirmed as device was not returned, however there is no indication of a device problem. Based on the information currently available, a single definitive root cause was unable to be identified, however pain at the implant site is a known inherent risk of the device and the cause cannot be traced to the device.